Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. Fifteen days prior to the patient's death, the patient experienced and was hospitalized for five days for peritonitis. During this hospitalization, the patient was diagnosed with severe pulmonary hypertension and sepsis. The cause of the events was unknown. The patient was treated with gentamicin (dose, route and frequency unknown) for peritonitis. The patient was recovering from the event of peritonitis at the time of discharge. Two days after being discharged, the patient was readmitted for "low blood pressure, low body temperature, and extremities were blue." The cause of the events and treatment was unknown. The patient died eight days later in the hospital. The cause of death was reported to be cardiogenic shock and septic shock. Pd therapy was ongoing until the time of death. An autopsy was not performed. Additional information was requested, but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed for potentially associated lot number h13d30053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions noted. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).